Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use related. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation showed blood use residues throughout the returned device. Two splits were observed just distal of the molded suture wing. A microscopic observation revealed one split to be circumferentially aligned with sharp fracture edges. The second split was observed to be in the shape of a star with sharp, uneven fracture edges. The fracture surface for each split appeared granular. The damage observed along the device is consistent with damage from a sharp instrument, such as forceps. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, catheter implanted on (B)(6) 2024, observed to be malfunctioning and removed on (B)(6) 2024. During the use of the catheter, a leakage of liquid is observed in the catheter 4 cm from the insertion. Oncological patient. The catheter is fixed with statlock no securacath is used. PICC withdrawing due to catheter leakage. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.